Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of a zone 3, 70mm thoracic aneurysm. Vessel morphology was reported as the diameter of the non-aneurysmal proximal neck was 30mm. The diameter of the non-aneurysmal distal neck was 28mm. The aneurysm length was 51mm. Calcification none. Thrombus none. It was reported that the patient expired due to aneurysm rupture. An endoleak was not confirmed; however, it was noted by the physician that the aneurysm size remained unchanged since the last evaluation (61mm) in diameter. Relationship to product and procedure was noted as unknown per the investigator.

Manufacturer narrative:
(B)(4).